Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report that the ac outlet blew up and the mobile power unit began smoking was not able to be determined. The mobile power unit (mpu) serial number (B)(6) was not returned for evaluation. The mobile power unit has been requested multiple times; however, the customer replied that the product will not be returned and there was no harm to the patient, since the patient¿s lvad system was powered by 14v batteries at the time of the event. Heartmate 3 patient handbook and heartmate 3 instructions for use contain multiple warnings not to use a mobile power unit that appears damaged. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook document rev d, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, document, rev c, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook document rev d cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 patient handbook document rev d and heartmate 3 instructions for use, document, rev c contain multiple cautions regarding the proper connection of the mobile power unit to ac power: functioning ac electrical outlet that is dedicated to mobile power unit use and not controlled by a wall switch. Plug the mobile power unit into an ac electrical outlet that is dedicated to mobile power unit use. To avoid the risk of electric shock, plug the mobile power unit into a properly-tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's outlet ¿blew¿ up and their mobile power unit (mpu) began smoking. Their universal battery charger (ubc) and batteries were all on the same outlet. The patient was loaned equipment and needed replacements. It was stated that there was no harm to the patient. They were on battery power at the time of the event. The equipment was still with the patient. Related manufacturer reference number: 2916596-2024-00247 (ubc) related manufacturer reference number: 2916596-2024-00248 (battery - sv029729) related manufacturer reference number: 2916596-2024-00251 (battery - sv029724) related manufacturer reference number: 2916596-2024-00252 (battery - sv029725) related manufacturer reference number: 2916596-2024-00253 (battery - sv029726) related manufacturer reference number: 2916596-2024-00254 (battery - sv029588) related manufacturer reference number: 2916596-2024-00255 (battery - sv029589) related manufacturer reference number: 2916596-2024-00256 (battery - sv029590) related manufacturer reference number: 2916596-2024-00257 (battery - sv029591).